Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with all the buttons intermittent response due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Pump was received with missing end cap sticker, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 585, 600, to 800 mg/dl at the time of the incident. The customer reported cosmetic damage on the pump. The customer used the pump to treat. The customer also experienced lows which they used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer thought she had a cough infection that may have affected her blood glucose. The customer also stated the pump was under delivering as they would go high even after a bolus. Troubleshooting was not completed. The customer reported hard to press buttons. The insulin pump will be returned for analysis.